Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the physician determined the patient is not a good candidate for surgical intervention, hence no further intervention is planned.

Event description:
The patient is implanted with two leads from the same lot. It was reported the patient was no longer receiving stimulation. The patient reported that she lost stimulation approximately three weeks ago. Lead diagnostics revealed multiple high impedances and reprogramming was unable to resolve the issue. The patient is working with ber physician to determine the next course of action. Surgical intervention may be pending to address this issue.